Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure to treat her cystocele on (B)(6), 2010. Reportedly, post-implantation, the patient suffered injuries including pelvic pain, infections, dysuria, and urinary problems (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure to treat her cystocele on (B)(6) 2010. Reportedly, post-implantation, the patient suffered injuries including pelvic pain, infections, dysuria, and urinary problems (specifics and date/s of onset unknown).

Manufacturer narrative:
(B)(4).